Manufacturer narrative:
Evaluation results: (unknown cause of event, all events resolved). Evaluation, conclusions: (unknown cause of event, all events resolved).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A 5.8 cm fusiform aneurysm was reported with an infra-renal angle of 25 degrees. Proximal aorta was 21 mm in diameter and 18 mm in length. Distal aorta was 35 mm in diameter. Right iliac artery was 13 mm in diameter and the left iliac artery was 12 mm in diameter. The right and left iliac arteries were mildly tortuous with no stenosis. The circumferential aorta had 10% mural thrombus/calcification. It was reported that the proximal end of the graft was place such that the suprarenal stents were below both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. A reliant balloon was used. The patient had hyperkalemia, which self-resolved 2 days later. Additionally, the patient had increased creatine levels, which was treated by IV fluids. The patient recovered 3 days later. The patient also had pain/reaction at the catheter insert ion site, which was treated with medication. All of these events were found to be related to the study procedure but not the study device. Two days post implant, the patient experienced decreased balance and activity tolerance. The patient required prolonged hospital stay and required physical therapy. The patient recovered two days later. This event was found to be related to the study procedure but not the study device. No additional clinical sequelae were reported, and the patient is fine.